Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to the device displaying a battery depletion fault code indicative of premature battery depletion (pbd). This s-ICD was successfully replaced. No additional adverse patient effects were reported.